Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: one empty opened foil and needle-suture in two sections were returned for analysis. During visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut by the use of a surgical instrument could be observed. The other section of the suture was examined, one end of the suture was cut and was matched with the extreme of the needle/suture piece. The absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/18/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarian section procedure on (B)(6) 2019 and the suture was used. It was reported that a during surgery, in the first stitch, the suture was easily broken. There were no adverse patient consequences reported.